Event description:
Smj#cfff095. Immediately after intubating the product in the patient, the customer attempted to inflated the cuff on the tracheal side, but could not do it successfully. (However, after removing the product, the cuff was able to be inflated without problem.) No patient injury. Additional information revealed a trach change out. This is life sustaining device, airway was managed and controlled by clinician with no adverse events related to inflation of balloon.

Event description:
This is a follow up report after information received on intubation/portex endobronchial tubes. Information in h 10

Manufacturer narrative:
New information revealed a tracheostomy change out was emergent after cuff would not inflate on initial intubation.. This could cause loss of airway management if attempt failed and would cause hypoxia requiring intervention to preclude serious injury or impairment. This file is now considered serious injury reportable.

Manufacturer narrative:
One portex endobronchial tube was returned for analysis in used condition. No discrepancies found upon visual inspection. The endobronchial tube was inflated with a syringe revealing resistance. Relevant documents were reviewed and deemed adequate. Procedural operations pict-tij-0026 and pict 0040 were both reviewed and deemed adequate. An audit of 32 samples was performed by inflation testing; no discrepancies noted. Based on the evidence there was no fault found as the complaint was not confirmed.